Event description:
Reportedly, the device reached the rrt following a drop of the battery voltage. The device was explanted.

Manufacturer narrative:
Review of the provided patient files dated from (B)(6) 2023 led to the following observations: - the battery voltage was at 2,14v on (B)(6) 2023, the rrt has been reached. - an abnormal battery depletion occurred since (B)(6) 2023 - between (B)(6) 2023 and (B)(6) 2023, right ventricular lead impedance is stable within normal range. Rv coil impedance is slightly fluctuating within normal range. - no reset and no overconsumption were recorded. - no charge and shock were recorded which could explain the fast battery depletion. The ICD was explanted on (b)6) 2023 and returned for analysis. Upon reception, the returned device was interrogated: o ventricular channel was with 4,3 v amplitude, and 0.39ms pacing pulse width (standby mode); the device was re-initialized o proper sensing and pacing operations were observed; no overconsumption was observed during consumption measurements by telemetry battery voltage was measured at 1,9v then the device was opened to have direct access to internal components: o a detailed visual inspection revealed an inflated battery o the device was then powered with an external power supply; the device charges and shocks to 42j normally without over-consumption - the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test : no significant error considering the battery voltage at reception. - the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. - further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, the device reached the rrt following a drop of the battery voltage. The device was explanted.

Manufacturer narrative:
Please refer to the attached report - analysis of the available patient files dated (B)(6) 2023 revealed: an abnormal battery depletion. No overconsumption - the expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. The battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster).

Event description:
Reportedly, the device reached the rrt following a drop of the battery voltage. The device was explanted.